Event description:
Patient's attorney contacted depuy's legal department to initiate a claim on behalf of the patient. It is alleged that the patient was revised to address fracture of the metal piece. Update (B)(6) 2010 - medical records were received. Surgery dates were added to the complaint. Additionally, it was noted in the medical records that the tibial component showed some subsidence and substantial poly wear centrally possibly due to the fractured femoral component.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Evaluated by manufacturer. Examination of the submitted tibia device confirmed polyethylene wear secondary to the fractured femoral component. Review of device history records revealed no manufacturing deviations or anomalies that would have contributed to failure of the uni-compartmental knee arthroplasty. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.